Manufacturer narrative:
(B)(4). A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there are multiple issues with the staplers. Some have a segment of staples missing, other times it does not bend the staple as it comes out, other times it grabs a hold of the skin and does not let go. This has happened to at least six of the staplers. There was no patient injury.

Event description:
It was reported that there are multiple issues with the staplers. Some have a segment of staples missing, other times it does not bend the staple as it comes out, other times it grabs a hold of the skin and does not let go. This has happened to at least six of the staplers. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number provided does not match to the product code reported on the complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73d1800190 the staplers were functionally inspected (fired) and issue reported "staples not closing properly" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later other remarks: date, this complaint will be updated accordingly.